Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample has not been returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow up report will be submitted as applicable. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent implantation of an intravenous (IV) port via the right internal jugular vein for administration of chemotherapy due to lung cancer using the powerport isp MRI. On (B)(6) 2026, post procedure during a routine evaluation on a subsequent admission, peritubular appendage thrombosis involving the right internal jugular vein at the location of the implanted port was identified. The patient was treated with anticoagulant therapy consisting of rivaroxaban 20 mg once daily. As part of the management, the implanted port was electively removed on the same day. Following treatment and device removal, the patients condition was reported as stable with no associated harm or additional adverse clinical consequences.